Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the lower incision where the battery was located was ¿leaking fluid.¿ when palpated, brown colored fluid leaked out of the lower incision. It was reported that the patient had an infection and the hcp did not specify what type of bacteria was present. The system was explanted on (B)(6) 2018 and discarded by the customer. No further complications are anticipated.